Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and the release criteria was then checked. At this time, it was noted that there was a thrombus present at the tip of the was and wds sheaths. The closure device was released and successfully implanted in the laa of the patient. The physician removed the was and wds from the patient while suction was applied. After the wds was removed the thrombus was seen inside the sheath. There was no thrombus present in the patient after this. The patient did not experience any other complications as a result of this event.